Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture keypad traces during our testing. Also, moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was thrown into a pool with her insulin pump on. Customer stated that the display went blank and it has a constant buzzing. She could see water inside the device. Blood glucose value at the time is unknown; most recent reading was 86 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.